Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism.

Manufacturer narrative:
The returned device was evaluated and the download data showed a timeout and drive stall. The device was reset and rerun. Rerun data did not replicate neither the timeout nor the drive stall. No damages or defects were observed on the bottom housing or e-seal. No damages or defects were observed during the investigation that would have contributed to the needle mechanism failure. The high pulse widths and drive stall are confirmed as the cause of the needle mechanism failure. The exact cause of the high pulse widths and drive stall could not be determined.